Event description:
Following a fall, the patient didn't feel right. The pump was alarming. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume being reached. The physician pulled 2 mls of drug from the pump. They planned to manage the patient more closely because of the volume discrepancy. The device system was used to deliver baclofen. Additional information has been requested a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).